Event description:
It was reported that while preparing atriclip xtw, after de-airing the flush port of the dc handle and placing red cap on tab, air was detected at the dc handle. The process repeated, but the problem persisted. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported dc handle leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, a cause for the dc handle leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that while preparing atriclip xtw, after de-airing the flush port of the dc handle and placing red cap on tab, air was detected at the dc handle. The process repeated, but the problem persisted. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.